Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing and high capture threshold were observed. The physician will re-evaluate the lead when device is replaced. No intervention was reported. Patient condition was good.